Event description:
It was reported that oversensing of noise was observed. The noise was reproducible in-clinic and was suspected to be due to an insulation issue. The lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Evaluation description: external insulation abrasion was noted at 46.9-47.1cm from the distal tip, consistent with lead friction to the ICD can. The sensing etfe coating was abraded at this location. This is consistent with the observation from the field of noise and oversensing.